Event description:
Information was received from the manufacturing representative, regarding a (B)(6) female patient receiving intrathecal dilaudid 5mg/ml at 0.6003mg/ml via an implantable infusion pump. The indication for use of the device was for malignant pain. The concomitant medications and patient history were not reported. It was reported that the patient was in the emergency room (ER) with a potential overdose on (B)(6) 2016. It was noted that the patient was on other oral drugs. The health care provider (hcp) was contemplating stopping the pump. The last time the pump was updated was (B)(6) 2016, where there was patient activation (pa) programming performed. There were no other specifics regarding the previous programming session.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.